Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13011. Related manufacturer reference number: 2017865-2020-13012. It was reported that the patient presented in clinic with phrenic nerve stimulation. It was revealed that the patient's left ventricular (lv) lead had a history of inducing phrenic nerve stimulation in the patient. It was further found that the patient's right ventricular (rv) lead had dislodged into the right atrium, causing loss of capture and far p-wave over-sensing. The physician elected to explant and replace both of the leads. The rv lead was explanted and replaced with no complications. A novel lv lead was attempted to be implanted on (B)(6) 2020. During the implant of the novel lv lead, it was found that the lead could not be advanced and was not implanted. Upon implant of a second novel lv replacement lead, it was noted that the competitor's sheath used during the implant of the first novel lv lead had caused cardiac perforation, leading the physician to suspend the implant of a replacement lv lead. The patient was discharged.